Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code). Device evaluation: one cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed for key stuck. Power up testing and functional testing was performed. The reported issue was confirmed and was found to be due to the stuck key- keypad does not operate as intended. The key pad was replaced.

Event description:
It was reported that the device gave a "keystuck" alarm. No adverse effects to patient reported.